Event description:
It was reported that the programmer printer was broken and not working. The programmer has been returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the printer worked intermittently, as a result the printer was replaced. It was also noted that the left keyboard hinge was broken, the device had an error during software installation and it was not possible to plug in an input/output connector into the link electronic module (lem) circuit board, so the lem board was replaced. (B)(4).